Event description:
It was reported that the customer's blood glucose level was at 466 mg/dl. The customer's symptoms of high blood glucose included excessive thirst and lethargy. The customer stated she treated with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The customer was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was not bent but it was full of blood. She declined to troubleshoot for the blood at the site and her blood glucose was 406 mg/dl at this point. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)